Event description:
When benching the donor kidney, the surgeon requested the ethicon tx60 stapler which comes with one load installed. Upon attempting to fire, the stapler did not staple with the load it came with. The load was switched out for a new separate load, and the stapler appeared to be functioning properly with the new load. This did not appear to affect the patient nor the donor kidney.